Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #00110100200, osteobond copolymer bone cement, lot #62938179. No product or pictures returned for review. The device history records reviewed found no deviations or anomalies. A complaint history search found no other complaints against the implants used parts/lots combinations. Compatibility of the implants was reviewed with no issues found. Surgical notes of the original surgery do not indicate any deviations from the surgical technique. An e-mail to zimmer from the surgeon notes that "there were no cementing related issues" found during the revision surgery. The surgeon states the tibial plate has loosened and has supplied x-rays as evidence of the loosening. The surgeon noted the patient is obese, bmi (B)(6). The package insert notes under patient counseling information: "complications and/or failure of total knee prostheses are more likely to occur in patients with unrealistic functional expectations, heavy patients, physically active patients, and/or with patients that fail to follow through with the required rehabilitation program".

Event description:
It is reported that the patient underwent a revision due to pain and loosening.